Event description:
It was reported that sterile water leaks from the middle of the foley syringe. Per additional information via email from ibc on 15mar2024, it was stated that there was no patient involvement. The syringe might be damaged.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related. Evaluated the sample and observed the syringe was empty and the cap of the syringe was not returned. Inflated the catheter with returned syringe and observed water leaked from the back part of the syringe barrel. Observed gasket was deformed in the returned syringe that causes the water to leak. One complaint with the new failure mode will be considered as an outlier¿s complaint and will be monitored and trended by the supplier team. The potential root cause for this failure mode could be due to defect components from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [ t he bladder/urethra may be injure d 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously , the bladder and urethra may be [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter [ shape, configuration and principl e s b ard ® i.c. Silver foley tray b consists of a balloon catheter, urine collecting bag for closed drainage system, syringe prefilled with sterile water, water soluble lubricant, antiseptic solution, tweezers, waterproof shee t, gauze pads, cotton balls , vi nyl gloves and statlock foley there are several types of closed drainage bag s . The bag and statlock foley included in the tray will depend on the product. < material > balloon catheter: natural rubber latex; silver coating 2 this product is made with bacti this product is made with bacti--guardguard®® silver alloy coating.silver alloy coating. < <sizes of catheterssizes of catheters>> available in sizes 8 to 24 every 2fravailable in sizes 8 to 24 every 2fr 1. Foley catheterfoley catheter 2. Accesaccesssoriesories closed drainage bag closed drainage bag ( (the illustrationthe illustration shows one example of typical configurations.shows one example of typical configurations.)) Syringe prefilled with sterile water syringe prefilled with sterile water wate water r soluble lubricantsoluble lubricant antiseptics: b antiseptics: bardard®® 10% povidone10% povidone--iodine solutioniodine solution tweezers gauze pads gauze pads waterproof sheet waterproof sheet cotton balls cotton balls gloves statlock foley statlock foley [intended use & [intended use & effecteffect-- efficacy]efficacy] the device is a tray kit product that is used for the purpose of urinary drainage and the device is a tray kit product that is used for the purpose of urinary drainage and combines a disposable catheter designed to be placed in the bladder, and a urine drainage combines a disposable catheter designed to be placed in the bladder, and a urine drainage bag.bag. Shaft drainage tube drainage tube bard ez bard ez--lok sampling portlok sampling port c cliplip outlet tube outlet tube 3 [ [directions for usedirections for use]] 1. Method of usemethod of use the device is intende the device is intended for single use only and is not reusable.d for single use only and is not reusable. (1) to secure a to secure a sterilesterile field for the procedure, spread a clean wrapping paper.field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1)place waterproof sheet beneath patient¿s buttocks. (Fig. 1) (3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2)put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) fig fig.1 .1 fig.2fig.2 (4) cleanse the area around the external urethral meatus with the cotton balls cleanse the area around the external urethral meatus with the cotton balls immersedimmersed in the antiseptics. (Fig. 3)in the antiseptics. (Fig. 3) (5) lubricate the distal end of the catheterthe distal end of the catheter with waterwith water--soluble lubricant packaged in the soluble lubricant packaged in the tray.tray. (Fig. 4)(fig. 4) fig.3 fig.3 fig.4fig.4 (6) iinsert catheter into the urethral meatus, and advance it until the balloon enters the nsert catheter into the urethral meatus, and advance it until the balloon enters the bladderbladder and urine flows out through the catheter.and urine flows out through the catheter. Using a syringe packaged in the using a syringe packaged in the tray, infuse the specifitray, infuse the specified volume of sterile water into the inflation lumen to inflate the ed volume of sterile water into the inflation lumen to inflate the balloon. Balloon. (Fig. 5)(fig. 5) fig.5 (7) pull catheter to seat the balloon at the level of the bladdepull catheter to seat the balloon at the level of the bladder neckr neck and secure and secure placement.placement. (8) keep the drainage bag below the bladder level without touching the floorkeep the drainage bag below the bladder level without touching the floor. . (Fig. 6)(fig. 6) (9) securesecure drainagedrainage tubetube to bed sheet to bed sheet with clip to ensure that there isclip to ensure that there is neither twist nor neither twist nor kink in the tube. (Fig. 7)kink in the tube. (Fig. 7) 4 fig.6 fig.7fig.7 (10) to deflate balloon and remove catheter, insertto deflate balloon and remove catheter, insert a luera luer tiptip (needleless) syringe in t(needleless) syringe in the he inflation valve to allow the water drain spontaneously. After balloon deflation, inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered.withdraw the catheter while confirming that no resistance is encountered. <direction for use b <direction for use bardard®® ezez--llokok®® sampling port>sampling port> 1) occlude drainage tubing a minimum of 10 cm beocclude drainage tubing a minimum of 10 cm below the low the ssampling ampling pport by kinking the ort by kinking the tubing until urine filltubing until urine fillss the tubing up to near (slightly above) the tubing up to near (slightly above) the ssampling ampling pport.ort. 2) swab surface of site with antiseptic wipe.swab surface of site with antiseptic wipe. 3) using asepticaseptic technique, technique, position theposition the needleneedle--lessless syringe (slipsyringe (slip--tip type or luertip type or luer--lock type) itype) in the center of the sampling port. The syringe should be held perpendicular to n the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling portthe sampling port. (Fig. 8). (Fig. 8) fig. Fig. 88 4) aaspirate desired volume of urinespirate desired volume of urine. . After sampling, after sampling, ddetach the syringe. Ensure that the etach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position.rubber stem of the sampling port has returned to its original position. 5) uunkink tubing.nkink tubing. < <how to disconnect catheter from tubinghow to disconnect catheter from tubing>> c catheter atheter is prepre--connected to ezconnected to ez--loklok, and , and the connecting partconnecting part isis covered with red seal covered with red seal (tampe(tamperr--evident seal).evident seal). Rremove the seal by grasping the emove the seal by grasping the tab at the end of the tab at the end of the seal and pullpullinging along perforationsalong perforations, and then disconnect the catheter and the tubing using aseptic , and then disconnect the catheter and the tubing using aseptic technique.technique. (Fig. 9)(fig. 9) fig. 9 fig. 9 2. Precautions for useprecautions for use ( (1)1) when resistance is encountered inwhen resistance is encountered in inserting catheter, stop the procedure and inserting catheter, stop the procedure and remove the catheter.remove the catheter. 5 ( (2)2) when deflating balloon, do not aspirate with a syringe.when deflating balloon, do not aspirate with a syringe. [The inflation lumen for [the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon deflation may be occluded by negative pressure, and as a result the cathetercatheter cannot be removed.]cannot be removed.] ( (3)3) no substance except sterile water should be used to inflate the balloon.no substance except sterile water should be used to inflate the balloon. [If contrast [if contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, airocclude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.come out prematurely. ]] ( (44)) do not wipe catheter surface with organic solvents such as alcohol.do not wipe catheter surface with organic solvents such as alcohol. ( (55)) do not aspirate urine through drainage funnel wall.do not aspirate urine through drainage funnel wall. ( (66)) since movement ofsince movement of the body, etc. May twist or bend catheter to cause occlusion, the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely.care should be taken to fix the catheter securely. ( (77)) when urinary flow cannot be noted, confirm that the catheter is neither occluded when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken.nor broken. ( (88)) avoid force on the connecting parts as thavoid force on the connecting parts as they may be accidentally disconnected due ey may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill.to the weight of the drainage bag etc. And may cause urine spill. (9 (9) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The ) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged anjoint of the drainage bag and the outlet tube may be damaged and urine leakage d urine leakage may occur.]may occur.] (10 (10) when disposing of urine, observe the following;) when disposing of urine, observe the following; 1) 1) remove the outlet tube from the housing of the urine drainage bag.remove the outlet tube from the housing of the urine drainage bag. 2) 2) lift the green lever to open with holding the outlet tube. Be careful not to pull the lift the green lever to open with holding the outlet tube. Be careful not to pull the outlet tube wheoutlet tube when lifting the green lever.n lifting the green lever. 3) 3) when disposal of urine is completed, close the green lever and put the outlet tube when disposal of urine is completed, close the green lever and put the outlet tube into the housing.into the housing. (11)(11) when using statlock foley, observe the following;when using statlock foley, observe the following; 1) do not use the st1) do not use the statlock device where loss of adherence couldatlock device where loss of adherence could occur, such as with occur, such as with a confused patient, unattended access device, diaphoretic or nonadherent skin.a confused patient, unattended access device, diaphoretic or nonadherent skin. 2) minimize catheter manipulation during statlock stabilization device application and 2) minimize catheter manipulation during statlock stabilization device application and removal.removal. 3) do not use the 3) do not use the statlock device for patients showing allerstatlock device for patients showing allergic reaction to tape or gic reaction to tape or adhesive.adhesive. 4) conduct skin assessment prior to application and repeat daily per facility protocol. 4) conduct skin assessment prior to application and repeat daily per facility protocol. 5) the statlock device should be assessed daily and changed when clinically, 5) the statlock device should be assessed daily and changed when clinically, indicated, at indicated, at least every seven days.least every seven days. 6) after placing th 6) after placing the statlock device, allow to dry completely (10e statlock device, allow to dry completely (10--15 seconds) due to 15 seconds) due to alcohol included in skin protectant.alcohol included in skin protectant. 7) use alcohol pads when removal. Do not pull or force pad to remove. 7) use alcohol pads when removal. Do not pull or force pad to remove. [Precautions][precautions] 1. Precautions for useprecautions for use (exercise caution when using the device in the (exercise caution when using the device in the following patients)following patients) (1) (1) exercise caution when using the device in patients with high urinary calcium levels exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur.as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions 2. Important precautions (1) (1) when catheter is inadvertently removed,when catheter is inadvertently removed, inspect the balloon andinspect the balloon and shaft of catheter shaft of catheter for rupture, defect, etc. Before inserting a new catheter.for rupture, defect, etc. Before inserting a new catheter. (2) (2) when any part ofany part of thethe balloon and/or the catheterballoon and/or the catheter is missingis missing, consider removing , consider removing them using a cystoscope.them using a cystoscope. (3) (3) when it is difficult to remove catheter bywhen it is difficult to remove catheter by deflating the balloodeflating the balloonn, , take appropriate take appropriate measures according to the measures according to the section ¿¿troubleshootingtroubleshooting¿¿.. 6 <troubleshooting> <troubleshooting> when it is difficult to remove catheter by deflating the balloon (expressed as when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal¿removal--difficult case¿ hereinafter), take appropriate measuresdifficult case¿ hereinafter), take appropriate measures according to the followaccording to the following ing procedures.procedures. The following two methods are available for removal the following two methods are available for removal--difficult cases.difficult cases. A. Non a. Non--rupture method (sterile water is withdrawn without bursting the balloon.)rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon b. Balloon--rupture methodrupture method with balloon with balloon--rupture method, fragments orupture method, fragments of the ruptured balloon f the ruptured balloon mmayay remain in the remain in the bladder. Therefore, try nonbladder. Therefore, try non--rupture method first.rupture method first. A. Non a. Non--rupture methodrupture method 1) 1) attach luer tip syringe to the attach luer tip syringe to the inflationinflation valve. Inject an additional amount of sterile valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger.water into the inflation lumen and pump the plunger. 2) 2) if situationif situation wouldnwouldn't be improved with 1), 't be improved with 1), sever the inflation funnel of valsever the inflation funnel of valve. (Fig. 10ve. (Fig. 10) ) fig. 1 fig. 100 3) 3) if situation wouldnif situation wouldn¿¿t be improved with 2), sever the catheter shaft while holding it t be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be with forceps so that the distal segment may not be drawn intdrawn into the urethra. (Fig. 11o the urethra. (Fig. 11)) fig. 11 fig. 11 4) 4) if situation wouldn't be improved withif situation wouldn't be improved with 33), ), insert a needle into the inflation lumen and insert a needle into the inflation lumen and pump the pump the plunger. (Plunger. (Fig.fig.1212)) fig. 12 fig. 12 5) 5) if situation wouldn't be improved with if situation wouldn't be improved with 44), ), insert a fine steel wire through the inflatinsert a fine steel wire through the inflation ion lumen of catheter. (Lumen of catheter. (Fig.fig.1313)) fig. 13 fig. 13 7 b. Balloon-rupture method 1) inject 100-200ml/cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water or 10-15 ml/cc of mineral oil into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. (Fig. 14) fig. 14 2) if situation wouldn't be improved with 1), attempt following procedures. A) under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder. (Fig. 15) fig. 15 b) in male patients, burst the balloon by puncture with a needle from the perineal (or suprapubic) region or through the rectum under ultrasonographic guidance. (Fig. 16) fig. 16 c) in female patients, burst the balloon by insertion of a needle along the urethra. (Fig. 17) fig. 17 3. Malfunction and adverse events mineral oil 8 1) malfunctionmalfunction - - catheter kinking, damage, rupturecatheter kinking, damage, rupture - - didifficulty or failure to rfficulty or failure to remove the deviceemove the device - - occlusion of catheter inner lumensocclusion of catheter inner lumens - - encrustationencrustation - - accidental removal of the device due to leakage of sterile water or balloon rupture accidental removal of the device due to leakage of sterile water or balloon rupture - - device damage due to inappropriate usedevice damage due to inappropriate use 2) adverse events 2) adverse events - - urinaryurinary--tract itract infectionnfection - - hemorrhage, hhemorrhage, hematuriaematuria - - allergy reaction to the deviceallergy reaction to the device - - calculus formation calculus formation - - edemaedema - - painpain - - discomfortdiscomfort - - injury of bladder or injury of bladder or urethralurethral - - urethritis, urinary incontinenceurethritis, urinary incontinence - - retained balloon fragmentsretained balloon fragments [storage method and expiration date] [storage method and expiration date] 1. 1. Ststorageorage store in a dry, co store in a dry, cool place away from heat, ol place away from heat, moisturemoisture, and direct sunlight., and direct sunlight. 2. 2. Expiration dateexpiration date indicated on the direct package and the outer box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaks from the middle of the foley syringe. Per additional information via email from ibc on 15mar2024, it was stated that there was no patient involvement. The syringe might be damaged.